Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/19/2019. The biomed has ran the unit and not been able to duplicate the issue. Customer has performed passing pvt with rev a service manual. Product support provided customer rev j service manual and advised to return the pvt looking closely at the air and o2 flow when the flow is set to 0. Product support advised customer probable causes could be the flow sensor or the o2 solenoid. Several attempts made to contact this customer , but no response received. Product support contacted the customer several times but no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Investigation on this quality issue shows that the caller reports that the fio2 kept drifting. There was no patient involvement.